Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to corroded battery tube and battery cap contact. Unable to verify low battery anomaly due to blank display. The device was received with cracked case at display window corners and battery tube threads. The device received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alerted low battery. The battery was lasting less then a week. Customer's blood glucose was 120 mg/dl. No further information reported.